Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinches inside of cheeks [mouth injury]; hurts inside of cheeks [oral pain]; head of the toothbrush came off completely [device breakage]; head of the toothbrush came off, pinches and hurts the inside of cheeks when brushing teeth [injury associated with device]. Case description: a (B)(6) year old female reported that she was brushing her teeth on (B)(6) 2016 with her oral-b rechargeable toothbrush, version unknown and the oral-b brushhead, version unknown came off completely. She stated that it pinches and hurts the inside of her cheeks when brushing her teeth, but this brush head came off completely which she asserted was a swallowing hazard. The case outcome was unknown. Relevant history: the consumer reported the brush head had done exactly what "the last ones" [oral-b flexisoft or precision clean brushheads] had done. No further information was provided.

Manufacturer narrative:
Reporter returned an unspecified number of toothbrush heads on 18-aug-2016. Product investigation not yet initiated.

Event description:
Pinches inside of cheeks [mouth injury]; hurts inside of cheeks [oral pain]; head of the toothbrush came off completely [device breakage]; head of the toothbrush came off, pinches and hurts the inside of cheeks when brushing teeth [injury associated with device]. Case description: a (B)(6) female reported that she was brushing her teeth on (B)(6) 2016 with her oral-b rechargeable toothbrush, version unknown and the oral-b brushhead, version unknown came off completely. She stated that it pinches and hurts the inside of her cheeks when brushing her teeth, but this brush head came off completely which she asserted was a swallowing hazard. The case outcome was unknown. Relevant history: the consumer reported the brush head had done exactly what "the last ones" [oral-b flexisoft or precision clean brushheads] had done. No further information was provided. On 10-aug-2016 the concomitant brush head was identified as an oral-b precision clean brushhead. No further information was provided.